Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one nc solarice balloon experienced balloon deflation difficulties and the device would not deflate at the lesion site during a coronary procedure. The balloon would not deflate fully in the coronary artery, and a 10cc syringe was used in an attempt to deflate it. The device was able to be removed from the artery as it was small enough to extract. The device was inspected prior to use and no issues were found. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there were no inflation difficulties noted. Two inflations were performed prior to the deflation difficulties. An inflation pressure of 12, 8 and 8 atm was applied for each inflation. The lesion being treated was a moderately calcified, mildly tortuous lesion with 100% stenosis in the mid left anterior descending artery (lad). It was not difficult to remove the protective sheath or the packaging stylette. Negative prep was performed with no issues noted. The lesion was pre-dilated with a 2.0 balloon. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the calcified and tortuous lesion but excessive force was not used. The device was not moved or repositioned while inflated. Initially a 50/50 contrast/saline was used which was then diluted with saline. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.